Event description:
N/a.

Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. UDI # (B)(4). The device was returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. The device passed all required dimension check and inspection points with no associated mrr¿s, variances or rework. The reported complaint was not confirmed. No issues observed. With respect to the returned unit it has passed all specific functional testing requirements. When unit is properly positioned and put under pressure unit would not have slipped. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a3059 mayfield composite series skull clamp slipped and caused an unspecified patient injury on (B)(6) 2020. No patient information was provided. There was no known medical intervention or delay in surgery reported. Additional information has been requested.